Event description:
According to the report, the allograft was explanted approximately 11 years after implant due to calcification and stenosis.

Manufacturer narrative:
According to the report, synergraft pulmonary valve and conduit sid (B)(6) was explanted approximately 11 years after implant due to calcification and stenosis. Portions of the allograft were returned and reviewed. Histologic evaluation of the returned portions showed changes characteristic of structural valve deterioration. A review of the processing records indicates the allograft was processed according to processing specifications. A review of the relevant literature indicates that explantation of a pulmonary valve due to calcification and stenosis should not be unexpected. No further action is warranted at this time. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.